Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported right side lump and hardness and pain and implant removal from textured to smooth due to the concerns of the product. Healthcare professional a right side seroma and a right exchange of a textured device due to anxiety. Device remains implanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. ¿ pain: unable to observe as it is a medical event not related to the device. ¿ lump/nodule: unable to observe as it is a medical event not related to the device. ¿ seroma: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ yellow particles observed in the surface of the shell. ¿ observed wear abrasion on the device. ¿ observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.